Manufacturer narrative:
The investigation of hemolysis has been completed. The pump was not returned for investigation. The total case run time was 24 hours. Data logs showed a trending placement signal during the case run. Also motor current spike was noted at the end of the case run, with pump flow saturation. The cause of the hemolysis issue was most likely biomaterial. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26996. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26996. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26996 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 codes 3233 and 11 were entered incorrectly on the initial manufacturer device report number 1220648-2025-26996 as the investigation was completed. New codes have been added. H.10 revised as investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26996.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received via abiomed's long-term outcome and quality indicator impella registry regarding a patient that experienced hemolysis with a "definite" relationship to the impella device used. The patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support, and one day after start of support, the patient developed hemolysis. The impella cp device placed supported the patient to recovery; the patient recovered from the event with no sequelae. The following day the patient was successfully weaned and the impella device was explanted with the patient having survived. Per the study hospitalization was prolonged as a result of the event. No further information was provided.